Event description:
On (B)(6) 2010, the patient was implanted with five gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2014, follow-up images identified a suspected proximal type I endoleak on an aortic extender component (lot number unknown). It was reported an unknown amount of aneurysm enlargement was identified. The physician reportedly stated the cause of the proximal type I endoleak is unknown. On (B)(6), follow-up images identified a suspected type ii endoleak. It was reported a reintervention is planned for (B)(6) 2014.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2014, imaging services identified coils appear to have been placed through the right internal iliac artery treating a suspected type ii endoleak. On (B)(6) 2014, CT imaging reportedly did not identify an endoleak. However, images showed aneurysm enlargement of 8-10mm and 6-8mm of distal migration of the most proximal device. It was reported the physician believes the cause of the aneurysm enlargement is due to the device migrating distally. Reportedly the physician stated the cause of the migration was aortic neck dilation proximal to existing device up to the renals. On the same day, the patient was implanted with a gore excluder aaa endoprosthesis (pxa280300/10704185). It was reported an unknown amount of aptus staples were implant through both the aortic extender component and the proximal most implanted device to increase wall apposition. The patient tolerated the procedure.

Manufacturer narrative:
The patient¿s medications include: sinemet, lipitor, toprol, flonase, prilosec, aspirin, lisimopril, fiber, colace, nowasc, imitrex, and tramolol.

Manufacturer narrative:
Corrected event description information. Additional device implanted and involved in the event: (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2014, imaging services identified coils appear to have been placed through the right internal iliac artery treating a suspected type ii endoleak.

Manufacturer narrative:
Additional device implanted and involved in the event: pxa230300/6991933.